Event description:
Failure to osseointegrate. We have received additional information that the correct customer number is (B)(6) and the qn has been updated. Hence this updated report.

Event description:
Failure to osseointegrate.